Manufacturer narrative:
The customer complaint of a balloon in the silicone segment was confirmed per picture received by the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the silicone segment. There is no report of patient harm.